Event description:
It was reported that difficulty removal occurred. A 10.0-31 carotid wallstent self-expanding stent was advanced for carotid stenting procedure. After stent placement, the stent delivery system was difficult to remove from the 190 cm filtterwire ez. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that difficulty removal occurred. A 10.0-31 carotid wallstent self-expanding stent was advanced for carotid stenting procedure. After stent placement, the stent delivery system was difficult to remove from the 190 cm filtterwire ez. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the carotid device was returned for analysis. A visual and tactile examination identified damage noted at the exit port. This device is recommended for use with a 0.014 (0.36mm) guidewire as per the instructions for use (IFU). The device was returned in a deployed state and the guidewire was not in the device. The investigator was unable to advance a boston scientific 0.014" (0.36mm) guidewire through the device in a deployed state. The investigator retracted the stainless-steel shaft and put the device in a undeployed state and was still unable to advance the guide wire through the device, due to the damage noted at the exit port. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There was no issues noted with the stent cups or stent holders. This concludes the product analysis.